Event description:
The patient experienced an infection at the implant site and was treated with oral antibiotics (date, duration and dosage not reported). The implanted device remains. Explantation and reimplantation is planned but has not taken place as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported) and the patient was implanted with another cochlear device on the contralateral side on (B)(6) 2014. This report is submitted february 13, 2017.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(6). This report is submitted on march 22, 2017.